Event description:
Consumer complaint of blood result reading of "lo". Verified the test strips expire 3/17/2015. Check memory for previous results. (B)(6), 9:14 pm, 74; (B)(6), 9:14 pm, 30; (B)(6), 2:57 pm, lo; (B)(6), 7:12 pm, 199; (B)(6), 7:12 pm, lo; (B)(6), 4:58 pm, 71; (B)(6), 4:57 pmm, lo; (B)(6), 7:00 am, 238; (B)(6), 8:51 pm, 81. Customer performed back to back blood test, 61/lo. Customer states that he was storing these strips outside the vial in the carrying case for about 3 weeks now. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found. Most likely underlying root cause of malfunction noted in the complaint: strips issue. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).